Event description:
A male with tortuous vessels, underwent initial aaa repair in 2007. The physician placed a flex main body and three iliac leg grafts. The left iliac leg graft was placed in the tortuous vessel landing far above the bifurcation of the internal iliac artery on that side. A follow-up CT earlier in 2008 revealed a type I endoleak on the left side. It appeared that the left iliac leg had retracted into the aneurysm sac causing the type I endoleak. The physician then went in late 2008, and extended the seal with an additional iliac left graft and main body extension. The final run was done without any stiff wires and the endoleak was resolved. Patient is doing well.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. Specifically the IFU states that all patients should be advised that endovascular treatment requires life long, regular follow-up to assess their health and the performance of their graft. No product was received to assist in this investigation. At this time, we are unable to determine the exact cause of the endoleak. However, an internal clinical review indicated the event was likely due to anatomical changes over time. We have notified the appropriate individuals and we will continue to monitor for similar events.